Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the monitor was replaced. The system is operating as intended. The monitor was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The reported problem was confirmed. The monitor showed black vertical bars in the middle of the screen when first powered up, then the screen went to a blank/black screen. Also found the lower left corner of the display was chipped. An electrical issue was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the main cart was not getting video, normal video appears on the camera cart monitor. The manufacturer representative (rep) took the video cable from the main cart monitor and attached it to another system and the monitor received video. The rep tried to open the monitor settings but it would not open, they were able to open on a working monitor. The led on the monitor was green and the monitor was receiving power. No patient was present at the time of the event.